Event description:
It was reported that unspecified "particles" were found in the syringe upon opening.

Manufacturer narrative:
It was reported that unspecified "particles" were found in the syringe upon opening. No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. No sample has been returned to the manufacturer for evaluation and a root cause for the reported problem/issue could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.